Event description:
New information received notes that the patient presented to the clinic during remote follow-up. Upon review, noise reversion episodes were noted due to atrial lead noise. No intervention was performed at this time. The patient was in stable condition.

Event description:
It was reported that the asymptomatic patient presented to the clinic during remote follow-up. Upon review, inappropriate automatic mode switch caused by noise oversensing was detected on the atrial lead. No intervention was performed at this time. The patient would continue to be monitored remotely. The patient was in stable condition.